Manufacturer narrative:
This event was previously reported to FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual functional indicated no abnormalities. Pmv performed functional testing which included the reload was loaded into a pmv representative instrument for functional testing. The reload was cycled without hesitation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a video-assisted thoracoscopic lobectomy surgery, bleeding occurred from the specimen side of the staple line. It was fired across the pulmonary artery during the procedure and noted of unusual bleeding because it was bleed more than as expected. Since the excessive bleeding was on the specimen side, no patient injury has been noted.